Manufacturer narrative:
One pneupac ventilator was returned for analysis. The device was turned with some external damage. The operator performed the low pressure functional test. The issue was not confirmed. Both visual and audible alarms functioned for low pressure. The device was calibrated and preventative maintenance was performed.

Event description:
Information was received that the pneupac ventilator's low-pressure alarm was not working. There were no adverse events reported.